Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed three misaligned staples at the front. The stapler was returned with the trigger not engaged, and there were signs of biological material on the device. The stapler was received with 35 staples left in the cover block. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination of the returned stapler revealed misaligned staples at the front of the cover block. Upon functional testing, the stapler failed to fire any staples. The saddle spring was observed to be correctly attached to the pusher and was correctly seated on each side of the cover block. The stapler was disassembled, die casting anomalies were discovered on the forming tool. A device history record review was performed, and no relevant findings were identified. The original complaint could be confirmed due to the original misalignment of the front staples. But a conclusive reason for the "misfire/jamming" could not be concluded, a non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported as "failure to function". Additional information received states that "it was stuck causing it not to function". No patient involvement.

Event description:
Reported as "failure to function". Additional information received states that "it was stuck causing it not to function". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.